Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. - 37 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 44 previously reported events are included in this follow-up record. Product return status 25 devices were received. 19 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 42 events were previously reported during the reporting quarter; however: 1 previously reported event was included under MFR report # 0001811755-2021-00217 but should be included under this report. 1 event was inadvertently excluded. 44 previously reported events are included in this follow-up record. Product return status: 25 devices were received. 6 devices were not available for evaluation. 13 device investigation types have not yet been determined.

Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. 44 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 42 events were reported for this quarter. Product return status: 4 devices were received. 38 device investigation types have not yet been determined. Additional information: 42 devices were not labeled for single-use. 42 devices were not reprocessed or reused.

Event description:
This report summarizes 42 malfunction events in which the device reportedly overheated. 42 events had no patient involvement; no patient impact.